Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The air in line alarm was confirmed through the event history log. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts.